Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the display of error message e315. The instructions for use (IFU) state the following regarding the suggested phenomenon: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2 ¿troubleshooting guide¿ : if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4 ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported an e315 error occurred on the device. The issue was found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. No patient harm , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported error e315 (scope error) was not reproduced, not confirmed , however, evaluation found corrosion on the scope connector and (sc) cover due to leakage. Corrosion and leakage indicated water invaded scope connector during handling. This caused abnormality in electronic components and error message was temporarily displayed at the user facility. Based on the device evaluation results, the reported error was not confirmed, however, the reported issue was noted as a possible sporadical failure (failure cannot be confirmed but occurrence is likely). Additional evaluation findings were as follows: device evaluation found broken adhesive on the a-rubber. The gap on up/down knob and up direction (angulation direction) noted to be out of specifications due to worn angle wire. Scratch noted on the switch 3 (sw3) button. Investigation is ongoing. This report will be supplemented accordingly following investigation.